Event description:
Patient reported their upper teeth are not aligned with their bottom teeth. This is a contraindicated patient for crown.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.